Manufacturer narrative:
Per the good faith effort (gfe) response received on 06oct2025, the device failed the controls test (test 3) during performance verification testing (pvt) since its accept button was not functioning. The customer placed an order for the replacement front bezel but ultimately decided to cancel the part order. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not functioning. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the accept button was not functioning. An order for the replacement front bezel was placed for repair. Device evaluation and repair are pending, and this investigation is ongoing.